Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a surgical procedure, the physician was unable to get the lead tails inserted into the header of the ipg. A second ipg was implanted. The procedure was extended for an unknown amount of time.